Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. Initial attempts to download the data from the pod were unsuccessful. Measurement of the batteries found the battery voltages of the bottom and middle batteries to be lower than expected. No evidence of damage or corrosion were observed on the batteries. Investigation of the download data from the pod found that the pod generated a 0x34 alarm, indicating a processor reset. Measurement of the shelf mode current of the pcb assembly found the shelf mode current to be out of specification, measuring approximately 66.9 microamps. It could not be determined if the high shelf mode current contributed to the hazard alarm, as the pod could not be rerun. Initial inspection of the pod found the bottom housing vent to be damaged. It could not be determined when this damage occurred. Evidence of corrosion was observed on the underside of the pcb assembly. Though there was corrosion, the pod was able to pair with the master pdm and the data was successfully downloaded from the pod. Inspection of the bottom housing under a microscope found a small crack close to the corrosion, indicating that the crack allowed fluid to leak into the pod and contributed to the corrosion on the pcb assembly. It could not be determined when or how this crack occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 488 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient administered insulin via pen injection.